Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant medical products: ddbb1d1 ICD, implant date: (B)(4) 2016.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to lead fracture noise. The lead had high pacing impedance. It was noted the lead had alerts for noise, rv bipolar impedance, and rv tip to coil impedance. The lead integrity alert (lia) had triggered for sensing integrity counter (sic) and several high rate non-sustained episodes. The electrograms showed episodes of oversensing and noise. The lead was partially explanted, capped, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.